Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that his daughter was hospitalized for a high blood glucose of 300 mg/dl and diabetic ketoacidosis. The customer's blood glucose increased to as high as 473 mg/dl and she was vomiting. The daughter was being treated via insulin IV drip. Troubleshooting was initiated for the insulin pump. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were air bubbles in the tubing. A prime was successfully performed with the current set as well. The infusion set cannula did not appear bent or crimped. The father declined to review the insulin pump settings. A high pressure test was performed and the device successfully alarmed no delivery. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. A self test and displacement test were completed without incident as well. No products were returned or replaced.